Manufacturer narrative:
Additional info: b5, b6, b7, d4 (model #, catalog #, expiration date, lot #), g4 (PMA / 510(k) #), h4, h6 (patient codes, ime e2402: sinus, pyoderma gangrenosum), <(>&<)> additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a parastomal hernia. It was reported that after implant, the patient experienced hernia recurrence, small bowel dilation, induration, pain, swelling, abdominal pain, colicky, vomiting, abdominal distention, herniating stoma, abdomen tense <(>&<)> bloated, tenderness, adhesions, headaches, feeling weak, stoma swollen, small bowel obstruction, weight gain, fluid collection, chronic open wound non-healing <(>&<)> breaking down, parastomal ulceration, firm mass, skin red <(>&<)> irritated, bulging, discomfort, infection, erythema, diarrhea, feels feverish, lethargic, decreased appetite, hematoma, rash, pus filled pockets, bleeding, fever, mouth felt dry, discharging sinus, leakage from lower wound, pyoderma gangrenosum, <(>&<)> scar had broken down; irritated; weeping. Post-operative patient treatment included CT scan, x-ray, antibiotics, pain medication, ng tube, multiple hospitalizations, hernia repair with mesh, laparotomy, lysis of adhesions, parastomal hernia repair, epidural, use of supporting belt, IV fluids, resection of redundant colon, abdominal wall defect closed with suture, wound care, nothing by mouth, repair of incisional hernia, removal of clips from wound site, aspiration of hematoma, antihistamines, drainage of abdominal wall collection, ccu, wound washout and packed, use of rectus sheath catheter, oral steroids, <(>&<)> medication.

Manufacturer narrative:
H6 ime e2402: induration, weight gain medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a parastomal hernia. It was reported that after implant, the patient experienced hernia recurrence, small bowel dilation, free fluid, induration, pain, swelling, abdominal pain, colicky, vomiting, abdominal distention, herniating stoma, abdomen tense bloated, tenderness, adhesions, headaches, feeling weak, stoma swollen, small bowel obstruction, weight gain. Post-operative patient treatment included CT scan, x-ray, antibiotics, pain medication, ng tube, hospitalization, hernia repair with mesh, laparotomy, lysis of adhesions, parastomal hernia repair, epidural, use of supporting belt.